Manufacturer narrative:
The pump was received with no button response due to dog chew marks on keypad traces. The pump had cracked case at display window corner, battery tube threads, reservoir tube lip completely broken off dog chew marks, minor scratched display window and dog chew marks all over case. (B)(4).

Event description:
The customer's mother reported via phone call of keypad issues with their insulin pump. The mother states the customer's dog chewed up the customer's insulin pump, and damaged the keypad. The customer's blood glucose level at the time of incident was unknown. The customer was advised that the device would have to be replaced and returned for analysis.